Event description:
Approximately four months post heartware lvad implantation, the patient became disconnected from his controller and experienced difficulties re-connecting. It is unclear from the report if the patient became disconnected from power or if the havd driveline became disconnected from the controller. The patient became unconscious and an ambulance was called. The paramedics pronounced the patient dead during transport. Pictures of the controller (con006053) power and data port have been provided by the site personnel depicting damage to a number of the socket pins. Per the field clinical specialist, the driveline port appears normal with no damage. It is unclear from the report if the damage to the power and data ports occurred prior to the event or whether it is a result of attempts to re-connect the power sources to the controller at the time of the event.

Manufacturer narrative:
The patient was buried with his/her the pump/driveline for religious reasons; therefore, the pump/driveline will not be returned. Additional information will be submitted within thirty (30) days of receipt.

Manufacturer narrative:
The associated controller and battery were received by heartware. Visual inspection of the controller noted that the power port 1 connector and the serial port connector were damaged. However, information in the log file review, which confirmed that both power sources were in use with well-charged batteries at the time of the event, indicates that the power port 1 connector damage did not occur prior to the reported event. This damage may have occurred during attempts to mitigate the reported event or during handling and shipping back to heartware. Aside from the connector damage, the associated controller and battery passed all function testing. While the reported event of pump stop was confirmed, based upon evidence of a pump disconnect and a vad stop alarm in the log files, the exact cause of the reported pump disconnect cannot be determined. There is no evidence to suggest that the pump disconnect is related to a defect of the pump or associated peripheral products. No additional information will be forthcoming. This finding does not have any connection with the event identified as a result of the technical bulletin ((B)(4)) issued by heartware inc.